Event description:
The device did not meet a performance specification. The over temperature led was always illuminated due to an alarm pc board assembly malfunction. There was no pt involvement at all.